Event description:
An impella 5.5 was inserted via the right axillary subclavian artery in a 65-year-old female with postcardiotomy cardiogenic shock and low cardiac output syndrome following coronary artery bypass graft surgery. The patient had a history of prior coronary artery bypass graft surgery and known coronary artery disease and was reported as scai shock stage e. The patient was receiving inotropes, vasopressors, and ventilator support. The patient was noted to have laboratory findings concerning for hemolysis. Imaging identified a structure near the inflow region that was determined by the provider to be native cardiac tissue rather than thrombus. Based on the available information, the hemolysis may be attributable to the patient¿s underlying critical illness and hemodynamic instability, which are known risk factors in the setting of advanced mechanical circulatory support. Device repositioning was performed, followed by weaning and removal of the impella 5.5. No additional mechanical circulatory support was deployed. The reported patient experiences included hemolysis, device repositioning, and medical device removal. Additional information received states that, due to the patient¿s deteriorating clinical status, the family withdrew care and the patient expired. The death is being reported conservatively.

Manufacturer narrative:
B5 and h6 updated. The investigation is still ongoing.

Event description:
An impella 5.5 was inserted via the right axillary subclavian artery in a 65-year-old female with postcardiotomy cardiogenic shock and low cardiac output syndrome following coronary artery bypass graft surgery. The patient had a history of prior CABG and known coronary artery disease and was reported as scai shock stage e. The patient was receiving inotropes, vasopressors, and ventilator support. The patient was noted to have hemolysis, and imaging identified a structure near the inflow region that was determined by the provider to be native cardiac tissue rather than thrombus. Device repositioning was performed, followed by weaning and removal of the impella 5.5. No additional mechanical circulatory support was deployed. The reported patient experiences included hemolysis, device repositioning, and medical device removal. Based on the available information, the reported events appear consistent with the patient¿s underlying disease process and the known risks associated with advanced mechanical circulatory support. The patient survived.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.